Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "sheath handles detached - both." No adverse trend was identified. Returned by the end user was one handle tab and one piece of the sheath tubing. The tab was detached from the tubing. The sample was forwarded for evaluation to angiodynamics' supplier, greatbatch medical along with a supplier corrective action request (scar). Based on their device analysis, greatbatch believes that the cause of the handle detaching may be that the tube was not placed far enough on the core pin during molding. This may have occurred because of employee error in tube placement, or the tube may have blown off during molding. The exact cause is unable to be determined. Greatbatch has reviewed the DHR for the noted lot and found no discrepancies related to this defect during manufacturing. Based on their low occurrence rate, no corrective actions will be taken by greatbatch at this time. Angiodynamics' incoming inspection process controls for the peelable introducer sets include visual inspectional for damage or defects based on an aql, a dimensional check, and verification the sheath will properly break at the hub and separate into 2 pieces when the wings are pulled apart.

Manufacturer narrative:
As the sheath from the reported incident is a purchased device for navilyst medical, it will be returned to our supplier, (B)(4), along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
Xcela 4f PICC kit was being used to implant PICC. During the procedure, the peel-away sheath came apart - end user reported that the yellow "handle" actually came off the gray peelable portion of the sheath before the sheath was actually able to peel away when they were trying to get it out of the patient. The patient condition was reported as "stable." The used sheath has been returned for evaluation.